Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and resulted in no failures related to the complaint. The reciever failed to charge and boot up. The receiver download was attempted but could not be performed. The unit was found to be perpetual rebooting. The reciever case opened for an interior visual inspection and it passed. Th main board of the receiver was separated from the ui-u1 to download the receiver log. It was reviewed and found no data from the relevant dates of investigation. The functional test was attempted but could not be performed. The reported event that the receiver ceased to function could not be determined. The root cause could not be determined.